Event description:
According to the reporter, they had a study which showed the bravo capsule detached before the end of the procedure. The study will be submitted for review, but no equipment is being returned. The customer reported there was no harm to the patient or user due to the early detachment. A repeat procedure will be performed.